Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient¿s ins was overdischarged. The rep reported that charging wasn¿t maintained due to an unrelated medical issue. Additional information was received from a manufacturer¿s representative (rep) on 2017-09-01. The rep reported that the patient stated they were due for a replacement so they just let it die. The rep reported that the patient received a battery replacement. No further complications were reported.